Event description:
It was reported that there were question marks in the diagnostic information received from the device and that there should have been a number seen instead for atrial tachycardia/atrial fibrillation (at/af) episodes. There was no medical intervention and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.